Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. The pump was returned for investigation. Upon visual inspection, biomaterial was observed on the impeller blades. Per the device investigation and the clinical details, the root cause of the saturated flow was due to biomaterial ingestion. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore,an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and there were saturated flows after implanting. During ramp up to p-4 team noticed flows of 4.5l/min and left ventricle waveform was completely above aortic placement signal on automated impella controller (aic). All waveforms, including motor current pulsatile. Staff discussed possible flow saturation and motor failure. The impella was replaced. The pump was saved for return for investigation.